Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The day after the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection amikacin (dose, frequency unknown and route of administration not reported) and injection meropenem (dose, frequency unknown and route of administration not reported) for peritonitis. The patient was still in the hospital at the time of report and the outcome was unknown. No additional information is available.